Event description:
It was reported that intrinsic lv events falling into a refractory period followed by pacing on the lv channel were observed. Patient later needed rv lead revision; in the course of laser extraction of rv lead, this lead was damaged and ultimately explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin. Both fragments were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Additional damages, like several cuts into the insulation of the distal lead fragment and the stretched distal fragment, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.